Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [article cn-033231.pdf].

Manufacturer narrative:
B3, d6, dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported unchanged mitral regurgitation, recurrent mitral regurgitation, mitral stenosis, pericardial effusion, cerebrovascular accident and hemorrhage could not be determined. The reported patient effect of unchanged mitral regurgitation, recurrent mitral regurgitation, mitral stenosis, pericardial effusion, cerebrovascular accident and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : pulmonary venous waveforms predict rehospitalization and mortality after percutaneous mitral valve repair.

Event description:
This is filed to report recurrent mitral regurgitation (mr), mitral stenosis, pericardial effusion, stroke and bleeding. It was reported through a research article that from may 2013 to january 2017, 115 patients underwent percutaneous mitral valve repair. Within one year of the procedure, the mitraclip may have contributed to unchanged mitral regurgitation (mr), recurrent mitral regurgitation, mitral stenosis, pericardial effusion, stroke, bleeding that required transfusion, additional hospitalization, additional mitral valve procedure and mitral valve replacement. Details are listed in the attached article, titled ¿pulmonary venous waveforms predict rehospitalization and mortality after percutaneous mitral valve repair.